Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited high thresholds and capture was not able to be confirmed. The ra lead remains in use. No patient complications have been reported as a result of this event.